Event description:
Treatment of an avm. It was reported that during onyx injection, onyx was not observed in the avm and was in the drainage vein. The physician paused the injection 30 seconds, continued with the injection and onyx was observed in the avm. The physician reported that onyx was presented with different radio-opacity inside the catheter; no pt injury reported.

Manufacturer narrative:
The vial of onyx was returned for evaluation, but did not contain enough of the embolic solution to perform testing. Radio-opacity test was performed on the retained sample from the same lot and was found to be within specification.